Event description:
It was reported that the fastener no longer facilitates proper cot operations during loading/unloading. It was further reported that a user hurt their back when the arms dropped. Attempts are being made to gather additional injury and treatment details from the user facility.

Manufacturer narrative:
It was originally reported that only one user was injured, but further information received that there were two user that were injured.

Event description:
It was reported that the fastener no longer facilitates proper cot operations during loading/unloading. It was further reported that two users hurt their back when the arms dropped. The users received workman's compensation and returned to work after a few days, and no permanent injury was sustained.

Manufacturer narrative:
It was confirmed that the user had hurt their back while unloading. Multiple attempts were made to the customer, but no further information could be obtained regarding the extent of the injury.

Event description:
It was reported that the fastener no longer facilitates proper cot operations during loading/unloading. It was further reported that a user hurt their back when the arms dropped.

Event description:
It was reported that the fastener no longer facilitates proper cot operations during loading/unloading. It was further reported that two users hurt their back when the arms dropped. The users received workman's compensation and returned to work after a few days, and no permanent injury was sustained.